Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient underwent an anterior lumbar interbody fusion surgery on the lumbar region of her spine from vertebrae l4 to s1. Reportedly, during the surgery, rhbmp-2 and collagen sponge was used to fuse more than one level of the spine. Allegedly, patient's post-operative period has been marked by a period of improvement, followed by increasingly severe and chronic low back pain, bilateral lower extremity pain and weakness, neurogenic bowel and bladder requiring self-catheterization, required use of a walker and wheelchair due to extreme difficulty walking, and the need for assistance with basic activities of daily living. Patient alleged that due to severe pain and symptoms.